Event description:
It was reported via repair work order that the gear pin and frame were worn causing the unit to not go into steer from the side pedals. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the gear pin and frame were worn causing the unit to not go into steer from the side pedals. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the unit could not go into brake using the side control pedals, but the unit could still be engaged using the head end brake pedal. Therefore, this unit could still go into brake, if needed. Additionally, steer is a customer preference and the unit could still be mobile without the steer function.